Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they received an unexpected power loss. The customer's blood glucose was unknown at the time of the incident. It was reported that the pump turns off without alert. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The device was received with critical pump error and pump error 35 noted in the formatted history file due to moisture damage on the force sensor. The electronic assembly and motor had moisture damage. We were unable to perform the functional test, including the self test, sleep current measurement test, active current measurement test, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. In addition, we were unable to verify unexpected battery power loss alarm and unexpected blank display due to critical pump error. The device had minor scratched display window, scratched case, fading serial number label, pillowing keypad overlay and cracked retainer.